Event description:
The customer's nurse reported that the customer has hospitalized for high blood glucose levels, with a reading of 368 mg/dl. It was also stated that the insulin pump had a crack near the reservoir compartment. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.